Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was evaluated and replaced. The cable connecting the exposure button and power signal board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that they were unable to view fluoroscopic image because the left monitor displayed a blank image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported.